Event description:
The customer contacted stryker to report that their device was not detecting the patient through their defibrillation electrodes. The customer advised device gave "connect electrodes" message with electrodes connected. The patient associated with the reported event is deceased. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not detecting the patient through their defibrillation electrodes. The customer advised device gave "connect electrodes" message with electrodes connected. The patient associated with the reported event is deceased. It is unknown if the device did or did not cause or contribute to this event.

Event description:
The customer contacted stryker to report that their device was not detecting the patient through their defibrillation electrodes. The customer advised device gave "connect electrodes" message with electrodes connected. The patient associated with the reported event is deceased. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that their device was not detecting the patient through their defibrillation electrodes. The customer advised device gave "connect electrodes" message with electrodes connected. The patient associated with the reported event is deceased. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
A clinical review completed by stryker determined there is no device data or sufficient reported information to determine device contribution to the reported outcome. There was no pco file contained in the complaint. Without sufficient data in the medical judgment of the reviewers, it is unknown if the device use caused or contributed to the patient outcome.